Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. This complaint is being reported based on the event of acute bronchitis treated with antibiotic. According to the complainant, the patient underwent the first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2013. The procedure was completed successfully and no issues were encountered. On (B)(6) 2013 following the procedure, the patient experienced exacerbated asthma with symptoms of cough and wheeze. The patient was treated with prednisone taper. No hospitalizations or ER visits occurred. On (B)(6) 2013 the patient was diagnosed with acute bronchitis, with symptoms of a productive cough and was treated with minocycline. No hospitalizations or ER visits occurred. The event is reported as continuing. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 3.64; fev1 % predicted: 91.23; fvc: 4.33; fvc % predicted: 83.91. Post-bronchodilator: fev1: 3.65; fev1 % predicted: 91.48; fvc: 4.42; fvc % predicted: 85.66.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. This complaint is being reported based on the event of acute bronchitis treated with antibiotic. According to the complainant, the patient underwent the first bronchial thermoplasty procedure to the right lower lobe on (B)(6) 2013. The procedure was completed successfully and no issues were encountered. On (B)(6) 2013 following the procedure, the patient experienced exacerbated asthma with symptoms of cough and wheeze. The patient was treated with prednisone taper. No hospitalizations or ER visits occurred. On (B)(6) 2013 the patient was diagnosed with acute bronchitis, with symptoms of a productive cough and was treated with minocycline. No hospitalizations or ER visits occurred. The event is reported as continuing. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 3.64; fev1 % predicted: 91.23; fvc: 4.33; fvc % predicted: 83.91. Post-bronchodilator: fev1: 3.65; fev1 % predicted: 91.48; fvc: 4.42; fvc % predicted: 85.66. Additional information received as of june 13, 2014. The patient did not have bronchitis. The patient experienced an event of exacerbated asthma, and was prescribed antibiotics prophylactically. Therefore, this is no longer considered a reportable event.